Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as surgical damage. Deflation-ndr: unable to observe as it is not related to the device. Use error: one opening observed on anterior side assessed as surgical damage per rga. Additional observations: wear abrasion observed. Creases were observed. Nick striated observed assessed as surgical tool scratch like. White particles was observed on the surface of the device. Observed air voids, valve area (vv), it is out of specification per qa199.06. Was identified as a workmanship, however, has no relation to the complaint. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "scissor hole" which is not device related and use error. Device has been explanted and replaced.